Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event includes: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 39214.

Event description:
Related manufacturer reference number: 3006705815-2023-02832. It was reported that one of the patient's leads is fractured and the ipg is inoperable. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.